Event description:
Following embolization with redioactive microspheres into the liver, pt developed pain, nausea and vomiting which subsided slowly over first 4 hours but pain medication needs necessitated a 23-24 hour admission during which he significantly improved. Symptoms believed to be due to gall bladder irritation. A one week follow up call by dr (B)(6) indicated the pt has residual nausea, but is eating.